Event description:
The advocate stated that the customer's blood glucose was tested using her contour meter and she received reading of "lo" between 3-6pm. The advocate said that the customer had not been feeling well all day. After 6pm, she felt drowsy and began vomiting. The advocate also stated the customer was hungry and asking for food. The customer's glucose was retested after she began shaking and this time, her contour meter read "hi." Paramedics called and they also received a "hi" reading when they tested the customer's glucose. The customer was taken to the hospital where her blood glucose was tested at 987 mg/dl. The advocate did not provide any additional information about the event. She did not know what type of treatment the customer received. When customer service contacted the customer on 08/17 for follow-up, the customer was still hospitalized. The customer's test strips are to be returned for evaluation. Replacement products were sent to the customer.